Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right ventricular (rv) and superior vena cava (svc) coils on the patient's rv lead both had high impedance and multiple lead alerts. The rv lead remains in use. No patient complications have been reported as a result of this event.